Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse even was discovered. The patient reported a rash on her back under the therapy electrode (te) pads. She alleged it was open, red and that it bled. Follow-up indicated that the patient will see her doctor in a few days and thinks she will end use. The current state of the irritation is unknown. There are no allegations of a device malfunction.